Manufacturer narrative:
Batch review performed on 03 march 2025: lot 2200912: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised; batch review performed on 03 march 2025: gmk-revision 02.07.0682r revision tibial tray size 2 right (k123721) lot 2215010: (B)(4) items manufactured and released on 28-oct-2022. Expiration date: 2027-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2403r femur revision ps cemented s.3r (k102437) lot 2217576: (B)(4) items manufactured and released on 05-dec-2022. Expiration date: 2027-nov-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. At about 9 months post medacta primary, the surgeon revised all the components implanting a gmk hinge system. The surgery was completed successfully.